Event description:
On 31-aug-2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 59 mg/dl. The user managed the episode with fast-acting carbs and subsequently returned to range. No outside medical intervention was required.

Manufacturer narrative:
On (B)(6)2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 59 mg/dl. The user managed the episode with fast-acting carbs and subsequently returned to range. No outside medical intervention was required.